Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) increase of pace impedance measurements, remaining within normal range and high threshold measurements. An x ray was performed in which no changes were observed however, rv loss of capture was observed in unipolar pacing. Technical services (ts) discussed further testing. The device remains in service. No adverse patient effects were reported.